Event description:
It has been reported to philips that the system did not turn on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. The philips remote service engineer (rse) connected with the customer remotely and found that the system starts to turn on. After reviewing the log file, rse found that marathon ups failure. Upon troubleshooting, rse found that the marathon ups was located within the m cabinet, where it was identified that the batteries were not charging. It was determined that a single-phase ups was responsible for the f4 fuse blowing. To resolve the issue, customer bypassed ups. After bypassed the ups, system was returned to use in good working order. The codes were updated based on the investigation outcome.